Manufacturer narrative:
Block b3: exact date unknown, event occurred two months ago. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 16289540.

Event description:
It was reported that the patient underwent a lead replacement procedure due to unknown reason. The patient was doing well postoperatively. The explanted leads were discarded by the facility.